Manufacturer narrative:
B3: unknown. H3: neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. If the product is returned, lsm will reopen this complaint for further investigation.

Event description:
It was reported that on several occasions the cleo plastic piece separated from the adhesive which remained on the patient's body (device adhesion issue). A previous occurrence caused the patient to become symptomatic (was short of breath (dyspnea), shaky (tremor) and weak (asthenia)).